Manufacturer narrative:
Device evaluated by MFR: the pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Inspection of the device revealed that there were numerous kinks through the shaft of the device. Functional testing was performed by placing the device in the angiojet console. The complaint device failed to prime and the ¿connect saline supply¿ error was displayed on the console and the boot filled up with water. The shaft was cut to inspect the hypotube for damage and it was revealed that the hypotube was fractured/broken 28cm from the strain relief at a severe kink. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that an error message occurred during the procedure. An angiojet® solent¿ omni catheter was selected for use during a procedure in the patient's left lower extremity vein. During the procedure, when the catheter primed for 49 seconds the system alerted "please replace the device." There were no any visible defects on the catheter . Then the physician replace the catheter and completed the procedure. The patient was stable without any complications. However, device analysis revealed a broken hypotube 28cm from the strain relief .